Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient last charged the ipg sometime in early (B)(6). The ipg is unable to communicate with the charging system and the patient programmer. The patient currently does not have stimulation. Surgical intervention will take place as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.